Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information - b3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation on (B)(6) 2021, cook medical received a complaint from ms. (B)(6), a representative at (B)(6) hospital, located in the city of new haven, CT. During the prepping of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult12.0-38-25-p-5s-cldm-hc; lot #13978414), the supplied stiffener (dtn-18-32.5-15grlt-dgrm-b) became stuck within the dawson-mueller catheter. No patient contact was made. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The customer returned one prior to use device with the metal stiffening cannula inserted into the catheter. The stiffening cannula exited out of the distal end of the catheter. However, it was confirmed not to be stuck or lodged within the catheter. The stiffening cannula was able to be removed without encountering resistance. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter measured within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook completed a review of all associated DHR's (device history record). The DHR for lot 13978414 and all associated subassembly lots confirmed there were no relevant recorded non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot. It was concluded that there is no evidence that nonconforming product exists in house or in field and the device was manufactured to specification. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, f2 correction: b3, h6 - annex g this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 18jan2022, it was reported that the event occurred in the electrophysiology lab. During prep of the drainage catheter, the metal stiffener became stuck in the catheter. A new device was used to complete the procedure with no harm to the patient.

Manufacturer narrative:
Occupation: hvc inventory control lead. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. During preparation of the device, it was noted the stiffener became stuck in the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.